Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal pump drive motor that was vibrating at speeds above 2400 rpm. The device was not changed out, as they were able to complete the case with the vibrating motor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.